Event description:
It was reported by service report that the fowler would not hold weight and that the foot and headend jacks were drifting. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Fowler.